Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery life, power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. A battery compartment crack was observed in thread area. There was evidence of moisture contamination inside battery compartment. The black box shows evidence short battery life and voltage drops. Current draws are within specifications. Leak test shows leak at battery compartment crack. Removed pump case, evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.